Event description:
Contact reported that a defibrillator may not have delivered energy. Contact was not able to provide any corroborative evidence of such event and significantly reported that machine tested ok after incident. Contact speculated that perhaps pt was already deceased at time of device use, and that may have accounted for a seeming failure of the pt to "jump".